Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. A replacement pump was sent to resolve the issue. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer loaded a new cartridge to resolve the cartridge alarm and elevated bg.